Event description:
It was reported that an unspecified malfunction alarm occurred there was no adverse impact to the customer's blood glucose level. The customer switched to a backup therapy using multiple daily injections, and tandem technical support arranged for a replacement pump to be sent. The customer was instructed on how to properly store the faulty pump and return it.